Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, a cause for the reported unintended movement associated with clip open while locked cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This will be filed to report clip opened while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with restricted posterior leaflet. An ntw clip was advanced to the mitral valve and both leaflets were grasped. After the actuator knob was pulled, the clip opened approximately 20 degrees. Mr was noticed, and a second clip was required for treatment. Mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.